Event description:
It was reported by medwatch that the patient solo peripherally inserted central catheter (PICC) not flowing correctly, vascular access team (vat) team called by manager to review. Vat registered nurse (rn) reviewed line and noted blood backing up in the PICC line. A pressurized cap was in place, and it appears without the cap blood would have dripped out, but it had clotted, and the PICC was no longer usable. A new PICC was placed. After review, it appears the valve in the PICC had failed. Additional information received 10 aug 2023. The event did not involve an urgent/life threatening medical situation. No patient harm, injury, complication or negative outcome that occurred as a result of the event. The event did not interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient. Requiring a replacement PICC line.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.